Event description:
Reportedly, on (B)(6) 2026, the smartview connect constantly disconnect from patient implant (030gb014).

Manufacturer narrative:
Analysis of the provided files confirmed the reported event as 6 failed check alerts occurred (out of 9) between (B)(6) 2026 and (B)(6) 2026. Check alerts are performed correctly; however, the app could not find the imd. Spi errors are also visible on the files, considering that the device is a v2.5.4 an update could improve rf communication. The main origin of this event could not be established with certainty. The most probable hypothesis is that something in the patient routine that could explain the behavior, as everytime the check alert worked, it was between midnight and 1am. This case is retained and utilized for trend purposes.